Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified.device returned and not reproduced. In addition, the following reportable malfunctions were identified during the device evaluation: no image is displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a malfunction in the scope connector's internal circuit board since the malfunction was not reproduced, a root cause could not be identified. Regarding the no image issue, the most probable cause is a malfunction in the scope connector's internal circuit board. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope presented noise on image. The event was found during inspection before use. There were no reports of patient harm.